Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, non-functional suspected leak.

Manufacturer narrative:
A pump, two cylinders, a reservoir, and two pieces of detached exhaust tubes were received for evaluation. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces of the detachment end of the reservoir strain relief could have resulted in this being a separation site while in-vivo. However, the detachment ends of the pump inlet tubing do not have the same rough and irregular surfaces to match up to. Quality cannot conclude if a piece of the inlet tubing was not returned. Therefore, quality cannot conclude if the rough and irregular surfaces resulted in the malfunction.